Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 297 occurred. The customer attempted a system power cycle, reset breakers, and checked system cables with no change. The procedure was aborted with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse upgraded the system software via service laptop. The system was tested and verified as ready for use.